Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A review of the event history log was performed and showed no malfunctions or failures that could have caused or contributed to the death. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for the device was made. Upon receipt of the device, an evaluation will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. Therapy was ongoing until the time of death. Leading up to the death, the patient was hospitalized for gangrene. While undergoing surgery to treat the gangrene, the patient passed away. It was reported that the patient experienced a potential cardiac arrest during surgery resulting in the patient's death. It was also reported that the patient had experienced a fluid overload. The specific cause of death was unknown. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a follow-up report will be submitted.